Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 1.9 mmol/l. It was stated that the customer was in a coma. It was stated that the customer had a party the night before, and was seen drinking three to four alcoholic beverages. The next morning, the customer's brother went to the customer's room, where she was found unresponsive. The paramedics were called at that time. On (B)(6), 2012, the customer had seen her endocrinologist due to fluctuating blood glucose levels. No troubleshooting was conducted as the insulin pump still at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.